Manufacturer narrative:
Itis indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out oas a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2014, inratio: 1.5, doctor's poc meter: 2.0. Time between tests: 2 minutes. Therapeutic range: 2-3. Meter was resting on the exam table next to the patient; meter was not in correct mode when fingerstick was performed; used on fingerstick for multiple tests; sample was not applied immediately after fingerstick; first drop of blood was not used. Physician tested the patient on his own poc first. Then, 2 minutes late, as the patient's finger was still bleeding applied blood from the same finger stick site to the patient's meter.